Event description:
It was reported on (B)(6) 2025, a 10mm and a 30mm amplatzer atrial septal occluder (aso) were chosen for implantation into a complex and fenestrated septum anatomy. A 34mm amplatzer sizing balloon was used. A 7f amplatzer treviso delivery sheath was utilizing with the 10mm aso and a 12f amplatzer trevisio delivery sheath was used with the 30mm aso. Both occluders passed the tension test and were deployed. The following morning, the patient was experiencing arrhythmia episodes when lying on side. Transesophageal echocardiogram (tee) was performed which revealed the 30mm occluder has embolized into the left ventricle. The 10mm occluder was still in place. Later that afternoon, surgical intervention was performed. Both occluders were removed and the septum was surgically corrected. There was no issue with the 10mm aso. The patient was reported to be hospitalized and recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization into the left ventricle causing a partial obstruction of blood flow, one day after the device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. It is possible that patient's challenging anatomy could have contributed to this event. However, this cannot be confirmed. The reported hospitalization, and unexpected surgical intervention were a result of case-specific circumstances as a device was surgically removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes added: h6 health effect - clinical code: 4871 coronary obstruction/occlusion.

Event description:
Subsequent to the previously filed report, additional information was received. Transesophageal echocardiogram (tee) was performed which revealed the 30mm occluder has embolized into the left ventricle causing a partial obstruction of blood flow. The 10mm occluder was still in place. Later that afternoon, surgical intervention was performed. Both occluders were removed and the septum was surgically corrected. There was no issue with the 10mm aso. The patient was reported to be hospitalized and recovering.